Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, in 2006, two weeks after surgery, the patient presented at the clinic with skin growing over the abutment. Reportedly, the healing abutment had only been used for two days. Another healing abutment was sent to the clinic and post-operative care was reviewed with the audiologist. In 2006, the surgeon reportedly removed more of the skin growing over the abutment and put the abutment back on. Approximately 2 months later, the patient was fit with the baha sound processor. The site reportedly appeared to be healed and there were no additional problems reported.

Manufacturer narrative:
This is a final report.